Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. During the revision procedure, insulation damage was noted on the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.